Event description:
It was reported that this left bundle branch (lbb) lead was attempted to be implanted, however, the helix would not fully extend. It was noted that the fixation tool was turned to the recommended maximum number of turns, but the helix would not come out further. The pacing impedance was high out of range. The physician attempted to retrack the helix but had trouble. The lead was eventually removed from the patient's body. After the lead was removed, it was noted that the helix was able to be retracted and re-extended smoothly, but the helix jumped out after. A new lead was implanted successfully. No additional adverse patient effects were reported. The lead is expected to be returned for analysis. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and found no anomalies. However, inspection of the helix mechanism test found that the helix housing was clogged with dried blood/body fluid. The dried blood/body fluid loosened, and the helix mechanism was functional.

Event description:
It was reported that this left bundle branch (lbb) lead was attempted to be implanted, however, the helix would not fully extend. It was noted that the fixation tool was turned to the recommended maximum number of turns, but the helix would not come out further. The pacing impedance was high out of range. The physician attempted to retrack the helix but had trouble. The lead was eventually removed from the patient's body. After the lead was removed, it was noted that the helix was able to be retracted and re-extended smoothly, but the helix jumped out after. A new lead was implanted successfully. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.